Manufacturer narrative:
The insulin pump was received with blank display due to broken off and missing battery contact spring. No moisture damage on electronic assembly or motor noted. The insulin pump had corroded battery tube, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that daughter insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to battery acid. Customer's father reported that the battery exploded in her pump. Customer reported that there is fluid in the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.